Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the station had shut down. A field service engineer visited the site, ran hardware test application diagnostics, tested the drawers and pockets, and inspected all hardware and cable connections. No issues were identified during the assessment. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had screens go dark periodically and required a station reboot to be operational. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had screens go dark periodically and required a station reboot to be operational. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.